Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose level went into the 500 mg/dl and was also reported blood glucose of 300 mg/dl. The customer was treated with bolus. The customer declined to further troubleshoot for high blood glucose levels. Customer pump getting no delivery. Troubleshoot was performed for no delivery alarm and customer reports alarm did not occur during manual prime, but then later she went to give herself a bolus and it said no delivery. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. Customer reports event was resolved by changing complete set (inf and res).. The product will be returned for analysis.